Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the inter-lock screwdriver was discovered as broken before sterilizing the screwdriver for surgery. There was no patient involvement. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/330mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection performed identified that the main driver distal tip and the sliding bar shaft distal tip were found twisted. The condition of twisted does not agree with the reported condition of broken. Visual examination under 10x magnification confirmed that no breakage has occurred. This complaint is confirmed for the as received twisted condition but not the reported broken condition. Measured dimensions: overall length of the sliding bar : 212.09 mm - with in specification. Approximate length of the shaft : 306.73 + 23.56 - with in specification. An accurate dimensional inspection of the twisted tip was not able to be performed because of the post manufacturing deformation. DHR review a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Conclusion: a definitive root cause for the twisted tip could not be determined based on the provided information. The returned condition of the device is consistent with the expected damage from not having both tips of the screwdriver fully seated before applying torque thus, the method of use likely resulted in the complaint condition. This complaint is confirmed for the as received twisted condition not the reported broken condition however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.472, lot: 8111450, manufacturing site: haegendorf, release to warehouse date: 10. Oct. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.